Manufacturer narrative:
(D4) lot number corrected from 0024673142 to 0024877170. (D4) expiration date corrected from 10/28/2022 to 12/04/2022. (H4) device manufacture date corrected from 10/29/2019 to 12/05/2019. Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 11mm long starting from the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced but could not cross the lesion. Upon inflation at 10 atmospheres for 5 seconds, the balloon burst. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced but could not cross the lesion. Upon inflation at 10 atmospheres for 5 seconds, the balloon burst. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.